Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened esc button dome switch. No stuck button noted. The device had minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported that the act button on the insulin pump was sticking. Customer's blood glucose reading at the time of the call was 161 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.